Manufacturer narrative:
The pump was received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and cracked and bleeding lcd glass noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had several scratches. No further information provided.